Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was identified. Based on the results of the investigation, a root cause could not be identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The bronchovideoscope was returned to the service center with a report of an unspecified image failure. This does not indicate a reportable malfunction, however, a reportable failure was found during testing at the service center. During inspection of the device, it was observed that there was image noise with no image during angulation in ud direction. There was no patient involvement.